Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral capsular contracture and generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic/latino and caucasian female patient underwent a primary breast augmentation with a 325cc mentor memorygel breast implant. The patient experienced several postoperative symptoms including bilateral capsular contracture baker grade iii. The patient's symptoms also included: hair loss, ringing ears, weight gain, slight pain, acne, back and neck aches, low vitamin d levels, and low immune system. As a result, the patient underwent bilateral explantation on (B)(6) 2018. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This report is for the patient's right-sided device.